Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complains of pocket stimulation and there was a lead polarity switch on the lead. The patient had been at a casino near electronic games and had used a vibration back pad. The caller thinks the polarity switch may be due to electromagnetic interference (emi). There had also been a polarity switch in (B)(4) 2009. The lead sensing and thresholds checked out fine. Impedance trends looked good however there were several low. The lead is still in use. No patient complications were reported as a result of this event.